Event description:
A home infusion co has used ballard medical product's low profile g tubes for years for multiple pts. The brand name is mic-key gastrostomy tubes. In the past 4-6 week period they have seen a dramatic increase in faulty tubes. It seems to be the same problem repeatedly. The balloon device that holds the tube in place continues to burst prematurely causing the pt to have to replace said device. These tubes are not cheap. They cost $95.00 each. This is very costly and troublesome for pts who tend to be pediatric age. These tubes should last for at least a 3-month period or longer. Medicare allows for 7 replacement tubes per year. Rptr replaced 4 on one pt alone last month. Rptr has reported this to the MFR who has agreed to replace their lost stock, however, one long-term pt's physician has replaced his with another brand of tube all together.